Manufacturer narrative:
The reported reader was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 80 mg/dl, 250 mg/dl, 39 mg/dl and 180 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 80 mg/dl, 250 mg/dl, 39 mg/dl and 180 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The libre reader was returned and investigated. The precision strip was not returned and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The libre reader was returned and found to have satisfactory control solution testing results, and no other issues were identified. Therefore no further investigation activities are required for the libre reader. Dhrs (device history review) for all precision strips within expiration at the time of complaint and the DHR review showed that there were no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformance that could lead to the complaint. A tripped trend review was performed for precision strips and no tripped trend relating to the reported complaint were found. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 80 mg/dl, 250 mg/dl, 39 mg/dl and 180 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.